Manufacturer narrative:
The date of death is unknown. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient was deceased and it was unknown if there were performance issues with the implantable cardioverter defibrillator (ICD) system. The patient's spouse suspected a performance issue and requested device analysis. No additional information was provided.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.